Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had done 2 auto-tests during their sleep and there was a yellow key alarm with a message "change backup battery". The system controller was exchanged, and the reported issues resolved. Log files were provided and the system controller was disposed of.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. The log file captured a backup battery fault alarm on (B)(6) 2025 due to the backup battery not passing the load test. The backup battery did not pass due to the loaded voltage being below the threshold comparatively to the unloaded voltage, and the alarm remained active throughout the remainder of the log file until the controller was reset. The driveline was disconnected at 04:25:08 on (B)(6) 2025 to the end of the data consistent with the reported system controller exchange. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that the reported alarms resolved following the system controller exchange and that the product had been disposed of. A root cause for the reported event was unable to conclusively determined through analysis. A corrective and preventative action (CAPA) was initiated to further investigate backup battery fault alarms on the heartmate 3 system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. B) section 2 ¿system operations¿ addresses how properly replace the system controller and how to properly maintain all components. Heartmate 3 instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. # (B)(4), rev. B) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.